Event description:
Reportability changed based on product analysis completed on 03/10/2008. It was reported that during a percutaneous coronary interventional procedure, the wire became trapped with the burr. Rotablation was being done and the "stall" sign was displayed. The rotawire guide wire and rotalink plus catheter were removed as unit and easily exchanged with another device without any consequence to the pt. The procedure was completed with another of the same devices, and pt status was reported as 'good'. Analysis found multiple wire fractures.

Manufacturer narrative:
The wire was received fractured by the ballweld and at 21 cm from tip. The 21 cm broken site seems cut. Only a portion of damaged solder is present. Both sections of corewire, the first fracture with both sites and the second broken section with both sites were sent to analytical lab for sem (scanning electron microscopy) fracture analysis. Sem results for fractured corewire adjacent to ballweld: "the distal ball fracture site and surface. The fracture site exhibited material elongation or reduction. The fracture surgace exhibited equaled dimple ruptures somewhat in a shear plane of view. All indications point to a tensile type fracture. No material anomalies were noted". Conclusion: the first site involving the ball weld fractured as a result of a tensile overload. The secondary site distal and proximal samples exhibited evidence of being cut or shaved. It can be concluded that the burr was trapped by the spring tip, damaging the solder. The fracture of core wire from ballweld was due to tensile overload. Device history records review showed no anomalies related to the complaint. No ncmr (non conforming material review) found that could have contributed or affected the functionality of the device. The most probable cause is determined to be user error. The directions for use states: "never advance the rotating burr to the point of contact with the guide wire spring tip, as this may result in the distal detachment and embolization of the tip".